Event description:
It was reported by the clinician, that while removing the edward's swan-ganz catheter from the pt, the valve on the multi-lumen access catheter (mac) broke and came off. It was not replaced with a new one as the condition of the pt had improved, and there was no need for replacement.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction. The details of device eval will be filed in a f/u MDR report.